Manufacturer narrative:
No button error alarms noted during testing. The device was received with intermittent button response due to corroded keypad traces. The device had broken reservoir tube lip, broken battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call, the insulin pump was beeping and the device had a black circle on the screen with a button error alarm. Customer's blood glucose was 222 mg/dl. Customer was unable to clear the alarm. Customer didn't recall if the device was exposed to moisture or if it was hit. Customer was advised to remove the battery for 30 minutes. Customer called back and stated anomaly persisted. The device is being returned for analysis.